Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11362.  Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event.  The reason for explanting the valve approximately 10 months post tmvr is not available at this time.  There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.   UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 11 months post mitral valve-in-valve procedure, the 26mm sapien 3 valve valves were explanted.  A surgical valve was implanted. The reason for the explant is unknown at this time.